Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. During a coronary stenting procedure, a physician was unable to negotiate the cypher stent through the patient's vasculature, which was described as tortuous with 90% stenosis. A non-sterile 2.5/28mm cypher select + stent delivery system was received. The shaft of the sds was kinked. The proximal end of the stent had some struts uplifted and the omegas between the middle and the proximal sections of it were elongated. No other anomalies were observed on the unit. Crossing profile measurements of the distal section of the stent were found within specification; the middle and proximal sections of the stent could not be accurately measured, due to the stent damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tracking difficulty reported could not be confirmed; however, stent damage was identified on the returned product. Review of the available information suggests that vessel/lesion characteristics and procedural factors may have contributed to this event. There are no indications that this event is related to the manufacturing process.

Event description:
The patient was admitted for a procedure in 3008 with a lesion in the distal left anterior descending artery. The lesion was tortuous and had 90% stenosis. A 7f xb3.5 guiding catheter was engaged and the physician inserted a guidewire. The lesion was pre-dilated and a 2.5 x 28mm cypher select plus stent was chosen for the procedure. While trying to negotiate stent to the lesion, the physician felt resistance within the left circumflex. The cypher was exchanged for a taxus stent and it crossed the lesion. Upon analyzing the product, it was noted that the proximal end of the stent had some of the struts uplifted.